Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a brown coating on the magic 3 catheter. The patient reportedly developed a urinary tract infection after using the catheter and was prescribed antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿use of certain antimicrobial agents may allow overgrowth of non-susceptible organisms including yeast and fungi. If this occurs, or if irritation, sensitization or superinfection develops, discontinue use and institute appropriate therapy. Pediatric use: safety and effectiveness in children has not been established. Pregnancy: pregnancy category c: nitrofurazone has been shown to have an embryocidal effect in rabbits when given in oral doses thirty times the human dose. There are no adequate and well"

Event description:
It was reported that there was a brown coating on the magic 3 catheter. The patient reportedly developed an urinary tract infection after using the catheter and was prescribed antibiotics.